Event description:
It was reported that during the implant attempt of the left ventricular lead, the end of the wire got caught on the end of the lead and would not pull back inside the lead. The lead and guidewire were removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire, iron-man from abbott was returned stuck in the lead, the distal end of guidewire is looped-back on itself and stuck in the distal tip of our lead. No further guidewire testing is possible. If information is provided in the future, a supplemental report will be issued.